Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having unexplained high blood glucose of 529mg/dl and found that the customer was in the emergency room and did seek medical assistance. The customer stated that she went to see her doctor due to high blood glucose, and she felt worse in her way back home. Then the paramedics showed up and they took her to the hospital. No further information was provided.